Event description:
It was reported that during an atrial fibrillation (afib) procedure the loop of the lasso catheter was off plane. The catheter was exchanged and the procedure was continued and completed without further issues. The complaint reported was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, on (B)(4) 2013 bwi failure analysis lab received the catheter in the following condition: the spine cover was wrinkled between electrode rings #2, #3 and #4 and #5. The spine cover was torn leaving braid exposed and also showing scrapes. The lasso loop was bent and twisted between electrode rings #10 and 11. This condition was not reported by the customer. These damaged catheter condition is indicative of a reportable event, thus marking (B)(6) 2013 as the alert date for this report. Follow-ups were done in regards to the received catheter condition. However no detailed information could be provided. It is unknown was noted after the catheter use; was the physician able to remove the catheter safely from the patient; the type and size of sheath used in conjunction with this catheter; if the physician encountered any difficulty while using this catheter that might have caused this catheter condition; etc. There was no patient injury reported related to this complaint.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that during an atrial fibrillation (afib) procedure the loop of the lasso catheter was off plane. The catheter was exchanged and the procedure was continued and completed without further issues. The complaint reported was not indicative of a reportable event. Upon receipt, the catheter was visually inspected and the spine cover was found wrinkled between several rings. It was also found torn, leaving braid exposed. In addition, lasso loop was bent and twisted between rings #10 and #11. These conditions were not originally reported by the customer. It is unknown how the lasso loop and spine cover were damaged. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Then per the reported event, a deflection test was performed and the catheter passed. Off-plane test was also performed and catheter passed. However, contraction test could not be performed since the lasso loop was damaged the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. IFU states to not use excessive force to advance or withdraw the catheter through the guiding sheath. In addition, extra care should be taken while inserting, aspirating and manipulating the guiding sheath. Loop-contraction mechanism does not have to be activated in order to minimize the tension over the nitinol loop. The complaint condition about the off-plane issue cannot be confirmed. It remains unknown how the loop was damaged

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).